Event description:
It was reported that prior to use foreign matter was discovered with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: black specks around the 0.03ml mark.

Manufacturer narrative:
H.6. Investigation summary: two photos were received and evaluated. The photos depicted a single 1ml ll syringe partially filled with clear liquid and a customer tip cap attached. Two small foreign matter particles were observed on the syringe¿s barrel ¿ one at the tip of the luer collar and one outside scale markings at 0.02ml level. It was not possible to determine from the photo whether the particles were loose or embedded and whether the particle on the barrel wall was in or outside the fluid path. The particles were smaller than level 2 in size, considered a cosmetic defect and acceptable per product specification. A potential root cause for the foreign matter defect could not be determined from the photo provided. Since the defects observed are within the acceptable limits, no corrective actions are necessary. A device history review was conducted for lot number 9232840.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use foreign matter was discovered with a bd 1ml syringe luer-lok tip. The following information was provided by the initial reporter: black specks around the 0.03ml mark.